Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. Power loss, alarms confirmed in the long trace history file due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer was advised the insulin pump requires brand new or fully charge batteries to work effectively. Customer had battery issue for two weeks but did not received low battery alert. Customer states the battery cap was not loose, cracked or damaged. Customer dropped the insulin pump. Customer states the type of battery in use was (B)(6) aa alkaline. The insulin pump will be returned for analysis.